Event description:
The customer reported that our delta physicological patient monitor netwroked to the mvws (multiview workstation) had annunciated an alarm at the bedside monitor, but did not send the alarm at the nvws. The customer reported that they were able to see the alarming bedside monitor in the cluster view display on the mvws, but no alarm was displayed or annuciated at the mvws.

Manufacturer narrative:
After the reported incident occurred, our local representative tested the device at the user facility and found that the device was working as designed. They were unable to reproduce the reported condition. We have requested the bedside patient monitor device electronic logs for the reported incident. The reported incident is currently under investigation. No corrective actions have been taken at this time.